Manufacturer narrative:
(B)(4) apply to the catheter and not the pump. (B)(4) pertains to only the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient experienced a sudden change in therapy/symptoms. It was noted the patient had a revision surgery on the catheter. The catheter fell away from the spine after implant. It was also reported the patient was getting too much medication. After the revision ((B)(6) 2017), the patient was getting too much medication and they had decreased the medication, but it was too much (0.46 and the bolus to 0.045). The patient experienced underdose and no pain relief. The doctor kept increasing the medication and he was not feeling any pain relief and he was not feeling anything. On (B)(6) 2017, the doctor just ¿upped it¿ again up 20% and the patient still felt no increase. The personal therapy manager (ptm) was showing him what the ¿cont flow 25.55 mg". This was the second time they increased it and the patient was not feeling it. The event date for getting too much medication was (B)(6) y 2017 and the underdose and no pain relief was ¿end of (B)(6) 2017¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See (B)(4) (spinal migraine post implant) for omitted information as is it not related to this event - information was received from a consumer and a manufacturer representative (rep) regarding a patient currently receiving dilaudid (10 mg/ml at 3.5 mg/day) via an implanted pump. The pump previously delivered dilaudid (1 mg/ml at 0.3 mg/day). The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient hadn't had any therapeutic effect from the pump since implant and they had been increasing his medication. Since implant, his blood pressure had been rising and his back had been pinching and he was getting sicker every day. The patient had a follow-up appointment but wanted to know if he should go to the ER (emergency room) right now. For the last two weeks they had been doing x-rays because he hadn't had any therapeutic relief. The x-ray showed ¿what looks like the clip and the metal eyelet nowhere near his spine¿ and the patient was waiting for follow-up with his healthcare professional. Additional information later received from a manufacturer representative (rep) on (B)(6) 2017 reported a catheter event occurred, and was unknown if the catheter event had been confirmed. It was stated the following event was confirmed: catheter tip detached. It was noted the issue was diagnosed by an x-ray that was performed. Implant techniques and catheter specifications were reviewed. No symptoms were reported. Rep later called back requesting assistance with calculations and priming considerations due to the distal catheter revision that occurred today ((B)(6) 2017) where they replaced the distal section of the existing catheter. It was noted rep was assisted per rep's request and pertinent information was reviewed. It was noted technical sourcing specialist report the event. It was noted patient was receiving dilaudid; concentration and dose were unknown.